Manufacturer narrative:
(B)(4). Device evaluation: the device was returned and evaluated by animas on (B)(4) 2014 with the following findings: no power issues were observed in the black box. No activity outside normal use observed in the black box or download history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height was found to be in specification. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump was not properly alerting the patient to an empty battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 07/31/2014. Additional information: additional evaluation was performed on the device on (B)(4) 2014 with the following findings: the pump was able to properly display low and replace battery alarms when simulated by a proper voltage. The stimulated alarms recorded properly in the pump's history.